Event description:
Pt ((B)(6)) received first miradry treatment on (B)(6) 2014. Pt returned to clinic on (B)(6) 2014 complaining of swelling, tenderness, and warmth in axilla. Areas looked infected. Physician prescribed antibiotic (keflex). On (B)(6) 2014, pt was feeling well, but still slightly swollen and a little lumpy. Pt returned for a second treatment on (B)(6) 2014, but still had lumpy nodules. After examination, physician gave pt antibiotic (keflex) prophylactically. On (B)(6) 2014, pt called clinic and reported bleeding with swelling and tenderness in axilla. Pt returned to clinic on (B)(6) 2014 with swelling, red lumps, tenderness, and hematoma (two spots in left axilla and one on right axilla). Physician numbed, made incision, and drained the areas. When drained, there were dark red blood clots, but no pus. Physician continued to keep pt on antibiotics (keflex and added cipro). Clinic did not hear from pt again until he called on (B)(6) 2014. He was complaining that his left arm was swollen and tender. He was out of town, so was not able to return to clinic until (B)(6) 2014. During the visit on (B)(6) 2014, physician made an incision and drained areas again. There were no blood clots or pus, but blood was still dark red. Pt continued on antibiotics. On (B)(6) 2014, clinic reported being in contact with the pt. He had finished all antibiotics and was doing very well. Pt had reported a mild recurrence of swelling post running but it had resolved.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed mfg steps and processes (including sterilization processing) were met and followed. Product met specs prior to shipment.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed. Product met specifications prior to shipment. Infection reported (B)(6) 2014 had completely resolved. On (B)(6) 2016 (over 19 months later), patient presented with another abscess at the same location. It was drained and patient was prescribed keflex. There had been no other miradry treatments since the second treatment in (B)(6) 2014. The physician thought it was connected because of the location of the abscess. The clinic didn't know of any issues since the (B)(6) 2014 abscess. The patient returned to the clinic for a follow-up visit on (B)(6) 2016 with another 2 cm fluctuant area. This new location was incised, irrigated and drained. Antibiotics clindamycin and bactrim were prescribed. On (B)(6) 2016 the clinic reported the patient's symptoms are resolving and getting better. Oral antibiotics are finished. It is unknown whether the new abscesses are related to the treatment. This is the first report of recurring abscesses after a significant period of time. There are no changes to the method, results, or conclusions provided in the initial report.